Event description:
It was reported a cgm error 42 and noted that the pump had not recently exited storage mode. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which no further cgm errors appeared, and the caller was able to successfully start their sensor session.